Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The harness cable from vent engine to display control board and cable from vent monitory board to display control board were reconnected to resolve the issue

Event description:
#12 the hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.